Event description:
The customer reported that the device failed to fully power up for use.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to fully power up for use. There was no report of patient involvement or adverse patient impact. The device was evaluated at philips and the malfunction was confirmed. Philips resolved the malfunction by replacing the processor pca.